Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins. The patient reported that they were having difficulty charging ins past 50% because rm04 code appears on controller. The patient reported that it took 3 hours to get to 50% charge on ins. The reported that the issue "kinda quit, then it started again". It was reported that when code appears, the button was pushed, and it seems to go away. The patient was told to reset the controller and called back if the error message appears again. The patient called back and reported that they had a system problem screens and was told how to reset controller battery. The patient reported that they tried that because she saw rm04 and rm06, but she was only able to get to 50% ins charge before the rm06 came up again. No patient complications have been reported because of this event.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they called their manufacturer¿s representative (rep) who said to take the batteries out then reinsert, this didn't work so she called the manufacturer. The patient reported that the recharger started getting hot, it took 3 hours to get it charged. The patient reported that it then told her that rm04 and rm06 problems happening and that she should call the manufacturer. No further complications were reported.